Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, the suggested event occurred likely due to the user continuing to use a water filter that had expired its replacement date for a long period of time, causing the filter to become clogged and making it difficult for water to flow. However, a definitive root cause could not be identified. The event can be detected and prevented by following the instructions for use which state: gt9882 oer-elite operation manual. Chapter 8 replacement of consumable items. 8.4 replacing the water filter (maj-824 or maj-2318) warning. Replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac), assisted the customer and explained that changing the internal and external water filters should be handled internally. The customer was provided with instructions for replacing the water filter, oer-elite instructions for use (IFU) page 384, titled: 8.4 replacing the water filter (maj-824 or maj-2318) and the oer-elite. Tac was contacted by the customer with additional follow up and was advised on how to run a rinse function and was assisted. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the endoscope reprocessor had a weaker flow of water supply than normal, in the reprocessing basin. However, there was no error notification (error e01). There were no reports of patient harm.